Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter tip detached prematurely and remains in patient. Apollo was used for glue treatment of arteriovenous malformation (avm), the path was tortuous, and there occurred premature detachment at external carotid artery. There was no friction or difficulty during injection. There was no force applied during removal. The tip was not entrapped or stuck. There was no vasospasm. No surgical or medical intervention was required. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. Vessel tortuosity was severe.

Manufacturer narrative:
H3. Product analysis #(B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the apollo micro catheter was returned for analysis within a shipping box, within a plastic pouch, and within an opened apollo inner pouch (b325226). Visual inspection/damage location details: no damages or irregularities were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The 3.0cm detachable tip was found detached and not returned as it remains within the patient. Testing/analysis: the apollo micro catheter was flushed, water exited from the distal end. The ldpe coupling tube overlap length was measured to be 1.4mm which is within specification (specification: 1.0mm - 2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by vessel tortuosity, use of an incompatible guidewire, or if the detach joint ldpe overlap length is too short. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. However, it was reported the catheter tip was not entrapped/stuck and there was no vasospasm. The guidewire used in the event was not returned. In addition, the make/model of the guidewire were not provided. Therefore, any contributing factors (including compatibility) could not be assessed. The detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. In this event, it is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the event. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter tip detached during delivery in the external carotid vessel. There were no patient symptoms reported associated with the residual portion of the catheter. The detached portion of the catheter was located in the external carotid vessel. The patient recovered well and there were no plans to retrieve the detached portion at the time the information was reported. It was unclear if there was any calcification in the patient vessel. It was noted that there was no other damage noted to any of the devices used. The guidewire was hydrated per IFU and the guide catheter was flushed per IFU.